Manufacturer narrative:
On dec, 2nd 2015 the medical affairs director made the following comment about the case: "this partial revision, two weeks after primary surgery, was reportedly due to peri-prosthetic haematoma. In such cases, the possibilities that the haematoma is implant-related are extremely small, and they cannot be determined unless a detailed report is made available. It is most likely that the origin of the haematoma was due to surgical circumstances, unspecified to date. The root cause cannot be determined but there is no reason to suspect that it is implant related." Batch review performed on 03 december 2015: lot 148602: (B)(4) items manufactured and released on 19 june 2015. Expiration date: 2020-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 03 dec 2015 it was prepared a final report with the information here above. On the same day, it was sent to the initial reporter and the case was closed.

Event description:
Patient came into to the clinic for her 3 week post-operative check-up. The patient was complaining of pain in her right knee. The surgeon thought it could be an infection and decided to revise the liner. Upon opening the patient the surgeon found a hematoma that was causing the pain. The liner was revised and there was no infection present. X-rays not available. Explanted liner is not available.